Event description:
The pt had surgery to repair a large clean ventral hernia approximately one month ago. The patient recovered from surgery and was released from the hospital. The patient was a homeless man in very poor health with no fixed abode. The pt recently returned to the hospital with an infected seroma and the skin dehisced leaving a large open wound. The surgeon stated that the permacol was in good shape and did not attribute the wound complication to permacol in any way. There were several treatment options available however, due to the lengthy recovery and costly hospitalisation required to wait for granulation to occur, the surgeon opted to remove the permacol and perform a controlled separation technique to close the patient.